Manufacturer narrative:
Investigation conclusion: a review of the product did not find any unusual trend for the reported complaint category. Without a lot number, no further investigation can be conducted. Customer procedural error identified by reuse of a single-use test. Root cause: customer procedural error. Source: phone.

Event description:
Reports alleged, erronious results when reusing a device. Unknown if patients were symptomatic. No apparent adverse event.